Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt, high powered microscopic visual inspection of the lead barrels and header of the device noted no functional irregularities. All of the seal plugs were intact and all of the set screws operated normally. The device was successfully interrogated and was found with a battery status indicator of elective replacement indicator (eri) (triggered on march 4, 2015). Engineering calculations determined that this device did meet expected longevity. Manual therapy availability testing (including impedance testing) was performed, and the device passed all testing. Pacing, sensing, and shocking functions were verified per bench top testing. A tachycardia episode was simulated using the waveform generator portion of the benchtop tester, and the shocks were delivered appropriately. Telemetry operations were normal during all testing and detailed analysis. Device memory confirmed that the device had operated normally. No inappropriate events were stored in the device memory.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory ion april 10, 2015. The device was explanted and replaced due to normal battery depletion.

Event description:
Boston scientific received information that this patient's spouse contacted patient support to report that this patient received shock therapy on multiple occasions. These episodes were associated with syncope. The patient was admitted to the emergency room (ER) and the device was successfully interrogated by a local boston scientific representative. The local representative confirmed that the device had delivered therapy. However, the total number of therapy shock therapy does not appear to correlate with the number reported by the patient's spouse. Additionally, the patient's spouse commented that an atypical sound was generated by the device following a shock delivery. The patient's spouse reported that she was informed by the local representative that there were 2-episodes where the device failed to deliver programmed therapy. The patient's spouse commented that she feels the device is defective and has complained about the device's operation for the past two years. The patient's spouse plans to seek legal consultation if the patient experiences an adverse event due to a product malfunction. The patient's spouse informed patient support that the patient had not undergone any procedures involving radiation therapy.